Event description:
It was reported by service report that there was fluid leaking from the gas cylinder. It is unknown if there was patient involvement; however, no adverse consequences were reported.